Event description:
The customer reported approximately 2 ml of bloody fluid leaked from the probe of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the blood sampling valve (bsv) had considerable protein build up. The fse cleaned the bsv and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).